Event description:
A healthcare facility in sweden reported via a fisher and paykel (f&p) healthcare field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was damaged during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint ojr416 is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint device was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information and the photograph provided by the customer, previous investigations of similar complaints, and our knowledge on the product. Results: visual inspection of the provided photograph showed a brown stain on the cannula tubes. Conclusion: we are unable to determine the cause of the reported fault, without the complaint device. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 cannula. They also state the following: appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Failure to monitor the patient (e.g. In the event of an interruption to gas flow) may result in serious harm or death). Do not wrap, insulate, stretch or crush the tubing as this may impair the performance of this product or compromise safety (including potentially causing patient harm). Ensure all connections are secure during use. Check the cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient.

Event description:
A healthcare facility in sweden reported via a fisher and paykel (f&p) healthcare field representative that the tubing of an ojr416 optiflow junior 2 nasal cannula was damaged during patient use. There were no reported patient consequences.